Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015. Product analysis: the device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: review of the pump¿s black box revealed related alarms. Three related alarms occurred on (B)(6) 2015 beginning at 15:51; deliveries were never resumed. The total daily dose was appropriate for the user programmed settings. A load step malfunction was duplicated during the load step of the prime sequence and appropriate alarms were emitted. Damage to the force sensor circuit was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was below 70 mg/dl and above 40 mg/dl with severe dizziness. A load step malfunction issue was reported. It was reported the patient primed while attached to the pump. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management; they remained on pump therapy once the pump was replaced, and the pump's settings were not recently changed. This complaint is being reported because the reported health event was attributed to device malfunction and use error.